Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged navigation inaccuracy that may be linked to a blinking light-emitting diode (led) on the imaging system during acquisition. There was less than one hour delay to the case. Additional information was received stating that the health care professional noticed a lack of precision in their navigation and thought it would be related to the blinking leds during the scan acquisition. But they stated also that the reference frame could have moved by mistake. It was reported that the site reported a minor inaccuracy. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.